Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can affect the ability to inflate the balloon include, but are not limited to, balloon pinhole, shaft/adaption leak, shaft kinked during delivery of catheter, mechanical damage on balloon, or blockage in the inflation lumen. To ensure that this type of occurrence is not a result of a potential manufacturing or product deficiency, all products are 100% visually inspected and leak tested during the manufacturing process. Return of the rx trek catheter may have aided in the investigation and determination of cause. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. In this case, without the product to examine, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that the procedure was to treat the mid to distal right coronary artery with moderate tortuosity and moderate calcification. The trek balloon crossed the lesion; however, angiography showed that during an attempt to inflate the balloon, the pressure did not increase. A non-abbott balloon was then used for dilatation, and a 2.75 x 28 xience v stent was implanted. There were no adverse patient effects reported. No additional information was provided.